Event description:
Customer reported experiencing high blood glucose of 485 mg/dl and was unable to treat or get the infusion set on. Customer was advised to disconnect from the device. The drive support cap was normal. Customer reported there was a lot bubbles in the tubing. Manual prime was performed and insulin did exit. No leaks noted. Settings were reviewed and correct. High pressure test was performed and insulin did exit. No further information reported.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.